Manufacturer narrative:
A ge service rep performed an on site investigation. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system locks up during fluoro with a regulator failure error message displayed. A system reboot is required to clear fault. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.